Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) implanted with this implantable defibrillation lead had flipped in the pocket. As a result, this lead had lost slack and the helix mechanism partially retracted. Increased pacing threshold measurements and a decrease in impedance measurements was observed. An invasive procedure was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.